Manufacturer narrative:
The device was returned as part of the asset return process. It was noted that the light cover glass adhesive and optical cover glass adhesives were worn and the distal end adhesive was pitted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis lucera elite gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was remnant of a white crystallized contamination in the air/water channels. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the water channel could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the water channel was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection . Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.